Event description:
Complainant allege that during biomed testing, the device displayed "defib fault 85" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.